Manufacturer narrative:
Product ID 8780 lot# 0205549001, implanted: 2012 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the pump had stopped prior to end of ¿live.¿ the patient had presented to the emergency room with underdose symptoms. The message on the programmer noted a motor stop occurred. There was no magnetic resonance imaging (MRI) scan exposure or other technical influences. Reportedly, the motor stall had recovered more than two hours. The approximated elective replacement indicator (eri) of the pump was 12 months. The catheter was reported as consistently without any problems and ¿liquor flowed by the replacement.¿ the issue was not resolved and the cause was not determined. Subsequently, the pump was explanted. After the replacement the patient was reported as ¿fast feels better.¿ the patient status at the time of the report was alive, no injury. It was noted that the pump had been implanted after the use by date. Reportedly, this was no an "attended implant" and the pump was taken from the customer stock. This device system delivered fentanyl and bupivacain.

Manufacturer narrative:
The pump was returned and the logs were reviewed with multiple motor stalls and recoveries noted. During destructive analysis significant residue was found in the gear train, in the pinion and on the upper shaft of gear 2 and in the teeth of gear 3. Shaft wear was also seen on the lower shaft of the rotor magnet. In conclusion, the pump motor had gear train anomalies including; corrosion and/or wear and/or lubrication, stall due to shaft-bearing, and stall due to gear-pinion.